Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading over 400, specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and was treated with intravenous fluids of saline, insulin, magnesium and potassium and was discharged the following day with the issue resolved and no permanent damage.